Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 435 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the insulin pump went off and she woke up with the high blood glucose. The customer stated that they received a battery out limit. The customer was advised to clear the alarm with esc and act button. The customer was advised to disconnect, remove the reservoir and rewind the insulin pump. The customer was assisted with reprogramming time and date. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.